Event description:
It was reported by the patient that she underwent a sling procedure in (B)(6) 2010. The patient stated she had some issues and had to have half of the sling removed in 02/2013. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4) - it was reported that the patient underwent removed of half of the mesh on (B)(6) 2013. The patient underwent surgery on (B)(6) 2013 to implant a new aris sling bladder mesh.